Event description:
It was reported that the health care professional (hcp) could not interrogate this pacemaker. Additionally, it was noted there was some loss of capture. Subsequently, this device was explanted and replaced successfully. No additional adverse patient effects were reported.